Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was involved in an automobile accident in (B)(6) 2015. Since the accident the patient has experienced ineffective stimulation. A previous diagnostic test found high impedance readings for the patient's lead. The scs system has been reprogrammed but the patient continued to experience ineffective stimulation coverage. The patient underwent surgery on (B)(6) 2016 where the physician added a lead and an ipg. Stimulation was restored intra-operatively and the patient's issue has resolved.